Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent premature ventricular contractions (pvcs) were observed on the far field channel via remote transmission. Non-sustained oversensing episodes were recording as undersensing following the pvcs. The patient will be brought in to reassess the sensing.

Event description:
New information received notes that the patient was brought into clinic on (B)(6) 2019 and the device was reprogrammed. The device continued to send alerts, so the patient was brought in again on (B)(6) 2019, and further programming changes were made. The patient¿s condition remained unchanged throughout the event.